Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.